Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure b30 with no image is due to a defective plug unit. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited error code b30, with no image. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, g3, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had error code b30 (scope communication error) and was unable to obtain an image. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide a manufacturing date and correction to a previously submitted report. Updated fields: h2, h4, h11 corrected fields: a2, a4, a5, a6, b5, b6, b7, d5, e1, e3, g2, h6 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.